Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen became unresponsive during the fill tubing process, with the press-and-hold control greyed out, and normal interaction unavailable until a forced restart was performed through the app, after which the user completed the supply change and the pump functioned normally. Symptoms included an unresponsive user interface without physiological effects. Outcomes included temporary interruption of the infusion setup without clinical impact, and no alarms or hospitalization. Investigation included guided troubleshooting and education with a forced restart. Investigation of this case revealed a transient user interface freeze consistent with a device software performance issue affecting the display or control function that resolved after reboot, with no recurrence reported during the call. It was concluded, based on previously established findings for similar reports, that the cause was a sporadic software anomaly not reproduced after restart.